Manufacturer narrative:
Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and calcified vessels preventing successful delivery of impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 73 year old female with history of cad status post multiple pcis, icm, htn, copd, ckd, aaa, pvd, presented with acute on chronic decompensated heart failure and respiratory distress. On (B)(6) 2025 they underwent placement of impella cp. On (B)(6) there was oozing noted from insertion site and distal limb ischemia with no flow noted distal to repositioning sheath. On (B)(6) they attempted to place an impella 5.5 however, they were unable to pass 5.5 through graft anastomosis. Decision was made to place impella cp which was placed without difficulty. Note dates incorrect, attempted insertion of 5.5 and placement of axillary cp occurred on (B)(6) 2025 (not (B)(6) 2025).